Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 8/25/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint les was received in the original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics as well as a non-j&j capsular tension ring (ctr) wrapped around the lens. The lens was cleaned and the ctr was removed, a cosmetic issue was observed on the optic body. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) fell back to back of the left eye. The patient is not satisfied. Additionally, the capsule is free floating in the vitreous. Therefore, the lens was explanted. An incision enlargement and vitrectomy were required. Another johnson & johnson lens model za9003 22.5d (different model but same diopter) was implanted as a replacement. No further information is available.